Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing was observed on the atrial lead. The noise was too large to cover up by re-programming. Atrial lead revision was discussed. The clinician opted to continue monitoring. The patient was stable.

Event description:
New information received notes programming changes to address atrial sensitivity were made. The patient was stable before, during and after programming changes.